Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the literature article was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the dislocation and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4) yuasa, t., sato, h., gomi, m., shimura, a., maezawa, k., & kaneko, k. (2019). Influence of surgical approach on final outcome in total hip arthroplasty for osteoarthritis in patients older than 80 years. Journal of orthopaedics, 16(4), 334-336. Doi: doi.org/10.1016/j.jor.2019.03.009.

Event description:
It was reported that on literature review "influence of surgical approach on final outcome in total hip arthroplasty for osteoarthritis in patients older than 80 years", 17 patients with r3-sl-plus mia thas were retrospectively reviewed. Two (2) patients presented recurrent posterior dislocation. The events were address via revision surgery. Patients outcome is unknown. No further information is available.